Manufacturer narrative:
Received one used list# c3300c-ns, microclave® connector with cap, bulk, non-sterile; lot# 14091922 no visual damages or anomalies were observed. The reported complaint of a cracked clave could not be confirmed. The returned sample was tested and met product specifications. A the lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a microclave® connector with cap, bulk, non-sterile that experienced leakage. It was stated in the report that the product has a cracked and leaking clave. There was patient involvement, no patient harm but there was a delay of therapy since the patient was required to increase the doses until the cap was noted to be leaking and therefore replaced.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. D4, g4: model number is not sold in the us but similar device is sold under model ia-c3300. This product was used for the product code, and 501k. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.